Event description:
It was reported the customer was hospitalized due to low blood glucose level. Customer's spouse stated the sensor was having inaccurate reading and the customer was taken of the insulin pump. Call was lost when attempting to transfer. No further information reported.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.